Event description:
The reporter stated that the patient experienced a blood glucose of 524 mg/dl. The reporter stated that the patient's blood glucose initially elevated on sunday; the site was changed. On monday, the patient's blood glucose was elevated again so the site was changed and a correction bolus was delivered. The reporter confirmed no growth spurt or changes in activity levels. The patient was reportedly taking medication for asthma: advair, zyrtec, and nasonex. Thursday, the patient's blood glucose was high again, over 500 mg/dl and the patient was given correction injections and blood glucose levels resolved to 180 mg/dl. The reporter confirmed that the pump settings were correct. The prime history indicated that the patient may not have been priming the tubing correctly and the patient was using an incorrect fill cannula amount for the patient's infusion set. The reporter confirmed that the pump was able to be primed successfully. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting found that the patient may not have been priming and filling the cannula adequately. The user guide instructs the patient to prime until 5 drops are seen coming from the end of the tubing. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the insulin units remaining were found to be correctly calculated in the pump. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There are no alarms noted related to the complaint in the pump's history. Typical usage alarms and warnings were observed in the black box history and there were no unacknowledged alarms noted in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.